Event description:
Philips digital diagnost auto-stitching issues dating back to the date of install (software version 2.1.2 and workspot software version 22.6.6):the hospital purchased and installed 2 digital diagnost (dr) x-ray machines from philips healthcare in 2011. They are both in the orthopedic clinic and at the time of purchase have auto-stitching software package with the version listed above.during the clinical application training, and many more times up to the date of this report, the department noticed 2 issues. On numerous occasions we have approached philips with these issues especially the auto-stitching problem:ghosting: during the acquisition of images for scoliosis patients, two x-rays are taken, one after the other on the same breath hold. The system is supposed to transfer the first image and erase the plate before the second image is acquired. Ghosting occurs when residual image data is not completely removed from the imaging plate before the second one is acquired, leaving part of the initially acquired information on the second image. This causes issues especially for the radiologists and clinicians.auto-stitching: the software is supposed to automatically stitch both images to form a single image. The problem with this is that often, there is an overlap of the acquired images during the stitching process leading to distortion of the final image. This image, especially the improper alignment created by the software causes a serious patient safety issue.we have contacted philips on these issues and they are aware of the significant impact this can cause to patient safety. There have been communications between the department of radiology and philips without any significant resolution.